Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that upon opening up a package of mentor cpx4 with suture tabs medium height smooth expander hair was found in the suture tab immediately after opened from sterile packaging. No patient contact reported.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that initial report unintentionally indicated that the device was not received since the device was received on (B)(6) 2019. Device evaluation completed on (B)(6) 2019: upon visual inspection of the picture, a foreign matter was noted to be with the tissue expander. However, no conclusion could be reached as to the origin of the foreign matter as the device was not returned for analysis. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).